Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
This spontaneous report was received on 12-may-2026, regarding a female consumer of unspecified age in association with colorwash first aid kit bandages. On an unspecified date, the consumer applied colorwash first aid kit bandage to cover a new piercing. After four hours, the consumer experienced a medical device site burn. She subsequently went to the urgent case and was treated for a burn (treatment unspecified) that was "believed to be caused by the adhesive". She was prescribed unspecified medications and an unspecified topical. She was experiencing pain. No additional information was provided. Two attempts to reach the consumer via email on 18-may-2026 and 19-may-2026 were unsuccessful.